Manufacturer narrative:
(B)(4)

Event description:
According to the reporter the loading unit broke directly at the connecting position loading unit/adapter. A new egiauniversal was opened and procedure was finished with this single use instrument. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, nothing fell into patient, no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reference (B)(4). Post market vigilance (pmv) led an evaluation of one reload, and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The reload was engaged with the adapter. The proximal end of the reload was broken. A broken piece of the reload adapter was jammed in the distal end of the adapter shaft. Functional testing of the reload and adapter could not be performed due to the noted damages. A review of the adapter device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument.